Manufacturer narrative:
Findings: unit received with blank display due to electronic assembly damaged by moisture. The motor assembly found with moisture damage. Unable to verify battery out limit or perform a21 error test due to blank display. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage, a21 and battery out limit alarm. Customer's blood glucose was unknown mg/dl. The customer reported that the device was exposed to water. The customer accidentally jumped in pool with pump. The customer stated that the device was not dropped and no cracks. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. Customer stated that he received both a21 alarm and battery out limit alarm upon inserting battery in the insulin pump. The customer was advised and explained a21 and battery out limit alarm as well as possible causes of alarms.